Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) level was greater than 1000 mg/dl with moderate to large ketones. Customer went to the emergency room and was subsequently admitted to the intensive care unit for elevated bg. Customer was treated intravenously with fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.